Event description:
It was reported that the patient's blood glucose levels ranged from 200 mg/dl to 300 mg/dl while wearing the pod between 4 to 24 hours. It was reported that the patient received an occlusion alarm. The patient reported typically being able to wear each pod for only 12 to 22 hours before noticing an insulin odor, necessitating replacement. Additionally, leakage from the pods upon adhesive removal was reported, along with the development of scar tissue at the application sites.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone17.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.